Event description:
It was reported that an ilet user changed supplies, made a smaller than usual meal announcement for a breakfast danish, and subsequently experienced hyperglycemia. The user avoided usual announcements due to fear of hypoglycemia, and the case was transferred to a partner organization for advanced troubleshooting and education. Symptoms included hyperglycemia peaking at 401 mg/dl accompanied by polydipsia. Outcomes included the need for troubleshooting and user education regarding appropriate meal announcements. Investigation included a review of user-reported use, guidance on correct meal announcement sizing, and transfer for additional clinical support. Investigation of this case revealed user handling and use error related to an incorrect meal size announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the primary contributors.